Event description:
It was reported that the patient experienced coupling and communication issues with her device. The patient had been trying to charge her device all day but could not get communication. The patient last charged the device about four to five days ago. The patient was unable to connect with the device using the patient programmer, and stated that her right leg was bothering her because she could not turn stimulation on. The patient was scheduled for an appointment with her healthcare provider as of the date of this report. Additional information was requested but not available at the time of this submission.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010. Product type: lead: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient. (B)(4).